Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se devices found the thumb advancer locked at step # 3 and had not been retracted. As indicated in the instructions for use (IFU), if resistance is met upon removal of the device after clip deployment, use of the two access ports will facilitate release of the locking mechanism on the thumb advancer. After retracting the thumb advancer as far proximal as possible, the safety release is used to collapse the locator wings and reset the plunger. This procedure is designed to alleviate compaction between the distal end of the tubeset and vessel locator wings when resistance is encountered during removal. The reported moderately calcified common femoral artery may have also been a contributing factor in the event. The IFU precautions against use in patients with femoral artery calcium, which is fluoroscopically visible at the access site. The bent vessel locator wings are consistent with and confirm the reported difficult to removal of device, experience. The most probable root cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending and breakage of the locator wings and subsequently contributing to difficult device removal. Based on the inspection criteria and the analysis the probable root cause for the difficulty removal is related to operational context during use and patient selection. No manufacturing or quality inspection deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered while removing the device from the anatomy. As per the instructions for use, the safety release mechanism was successfully used to remove the device. Hemostasis was achieved by the clip. There was no reported adverse patient sequela. Though requested, additional information was not provided.